Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had discomfort while charging. The patient stated that when they are charging they get a surge of heat for about a second. The patient described it like a shock, no error code was reported. The discomfort was at the pocket area. Technical services suspected that the issue is related to an ins connection issue causing peripheral nerve stimulation ,. The rep ran an impedance test and all impedances were good. The issue is intermittent and only occurs when the recharger antenna is pushing on ins. Technical services recommended that the patient turns the ins off when charging to see if the issue still occurs. The patient will attempt to charge with the ins off to see if the sensation still occurs. The issue started about a week prior to the report, but also stated that it was in (B)(6). No further complications were reported. The patient was going to try charging 4-5 times then updating the rep.